Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that during vaccination preparation, a foreign object was identified in the syringe.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo displayed a 1ml luer-lock syringe with customer attached needle (material 309628). The syringe was filled with an unknown medication and connected to a vial. Near the 0.3ml grad line a particle of foreign matter could be seen in the fluid path. The foreign matter appeared to be a piece of paper or cardboard and was non-conforming per product specification. Device history record review: all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0064528 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Trend analysis: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with batch 0064528 regarding material 309628. Potential root cause for the foreign matter defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 0064528 is considered in compliance with our product specification requirements.

Event description:
It was reported that syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that during vaccination preparation, a foreign object was identified in the syringe.